Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife did not return to home position at the second firing of functional end to end anastomosis. The knife reverse switch and the manual override lever were used, but the knife did not return. Another device was used, and the target tissue was cut additionally to complete the case. The device in question was removed from the patient with the tissue clamped. There were no adverse consequences to the patient. After surgery, the surgeon and the sales rep tried to return the knife by the manual override lever, and the knife returned. They found that there was a dent at the outer left side of the cartridge deck and it looked like the jaws clamped a forceps. No further information is available.